Manufacturer narrative:
Sensor carelink additional investigation was performed for sensor glucose vs. Blood glucose. Glucose sensor product performed as expected within the specification. It is unlikely that the reported event was caused due to glucose sensor. Therefore, this event is considered not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported a difference between sensor glucose and blood glucose. The customer reported no adverse event. The event involved product(s) mmt-7040a. Troubleshooting was performed, and the blood glucose value was 220 mg/dl, and the sensor glucose value was 136 mg/dl. The difference in value between sensor glucose and blood glucose was 84 mg/dl, which was not within range. Explained to the customer sensor may no longer be responding to glucose changes and explained possible causes. No harm requiring medical intervention was reported. The customer will discontinue using the device. Product return was required for mmt-7040a.